Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when they made the cut, the staples all looked mangled and the suture line was bleeding. They opened a separate clip applier and applied separate clips. Then they opened another stapler and re-stapled over the entire staple line. There was no patient impact. (B)(4)

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:03, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis showed that an ats45 was received instead of an ets45. The device was received with the articulation mechanism damaged as the articulation lever was broken off and the articulation gear teeth were broken. The device was received with a fully fired reload. The returned device was tested for functionality with a test reload; when fire the staples were malformed due to the damage articulation mechanism. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.